Manufacturer narrative:
Concomitant products: product ID 37092, lot # 283350001, implanted: (B)(6) 2011, product type accessory; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v616993, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v568687, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that there was an informational por (power on reset) condition. It was unknown if the ins (implantable neurostimulator) was turned off or not. The patient was feeling "weird" one day prior to the report. When the patient was trying to clear por, the patient got reset clock message. The reason for por was unknown. Four days later it was reported that the patient had "recent stimulation used for back pain by chiropractor." Por was cleared and the patient was doing well and receiving effective therapy.